Event description:
The device was used during a laparoscopic cholecystectomy. Reportedly, while using the maryland dissector, the tip of the device broke off and was retrieved. No pt injury was reported.